Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the patient was not seen.

Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v052560, implanted: (B)(6) 2008, product type lead; product ID 7438, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3387s-40, lot# v014497, implanted: (B)(6) 2008, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the neurostimulator was turned off about a year ago because the patient fell down, hit her head and was in a caregiver facility. It was added that patient ins was turned off because patient had a blood clot on her brain. It was noted that patient had being seeing a neurologist and he adjusted it and turned it back on. A follow-up report will be sent if additional information becomes available. Refer to manufacturer report # 3004209178-2013-19470

Event description:
Additional information received reported that the patient had not followed up with their office since (B)(6) 2012. It was noted that the patient that the office had not seen the patient since this event.